Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device manufacture dates: apr 8, 2008 and apr 9, 2009. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported the cable tensioner is jamming. During testing the cable cannot be released from tensioner. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product investigation was completed: the investigation of the complained cable tensioner has shown that an unknown solid wire is jammed in the instrument. The piece of wire could be removed by heavy conditions. Based on the findings, it is likely that improper handling / misuse has led to this damage during application. Manufacturing and inspection records indicated no problems with the lot in question. Device history record and manufacturing documents were reviewed and no complaint related issues were found. No product fault could be detected. Heath professional inadvertently checked; should be only foreign and company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.